Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. A33 alarm during prime/a33 test at 4 lbs due to moisture damaged pump received with cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip, minor scratched display window.